Manufacturer narrative:
(B)(4). Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. A longitudinal tear was identified in the balloon wall. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-mar-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, the device failed to cross the lesion. The device was removed from the patient's body and procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear.